Event description:
I have been using the abbott freestyle libre for about two months. A np schooled me on the basics. Everything was synced between glucometer and scanner. Last night, my scanner read 43 and my glucometer read 405. I treated the high. This is a life and death emergency. I am t1 dm since 1966. I contacted abbott and got stuck in a queue for 45 mins. Contacted (B)(4), stuck in queue. Finally transferred back to abbott, the same person every time I have called, (B)(4), finally found a human. As I explained my dilemma and fear, he read a cursory list for troubleshooting, eventually failing to find a reason for the failure and will send a new sensor pad. I want to know what went wrong! Very scary and stressful to rely on medical failures with this disease. What¿s going on with cursory questions what I did wrong? The answer is nothing according to her checklist.